Manufacturer narrative:
Examination of the returned devices confirms the reported disassociation. Based on the visual analysis, it is likely the cup was positioned more vertical than recommended by the surgical technique contributing to edge loading and subsequent disassociation. A search of the complaints databases identified no other related reports against product/lot code combination(s), including the acetabular cup referenced in (B)(4). Review of the acetabular cup device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were received and reviewed. Product problem has not been identified. The investigation can draw no further conclusions with the information made available. Based on the inability to determine root cause, depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient was revised to address pain. Upon revision the patient was found to have metallosis in the hip and a damaged liner from impingement. At this time there is no new information that would change the existing MDR decision as it is reasonable to conclude the metallosis and impingement were secondary to the disassociation of the liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address liner disassociation.

Event description:
Litigation alleges mental and physical pain and squeaking in the hip during post-operative visit.patient underwent a revision of the acetabular component of the right total hip prosthesis due to mechanical complications. Significant surgical findings included metallosis with dark titanium staining of the joint space, dissociation of the acetabular liner, significant wear of the titanium acetabular shell and damage to the locking mechanism.